Event description:
The information received also suggests an erosion was suspected when the patient was originally admitted into hospital. As previously reported the explant was successful with no patient consequences.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient developed an infection at the pacemaker pocket and was admitted to the hospital. It was suspected that the infection was caused by the recent pacemaker change procedure. On (B)(6) 2021, the pacemaker system was explanted successfully. There were no further adverse consequences to the patient.